Event description:
The pt called lifescan and alleged that their meter was promting a not ok message. Pt stated that the message would appear during a test. Pt was unable to test on their meter for three weeks. Pt visited their physician, but pt stated that dr did not test their blood glucose. Dr. Advised pt to continue taking their oral medication. The pt did not move the test strip while testing. Pt cleaned the meter and attempted to retest while on the phone with the lfs customer service rep, but the issue was not resolved. Based on the info supplied by the pt, there is an indication that the product malfunctioned; however, there is no evidence to indicate that the pt suffered a serious injury. A replacement meter has been sent to the pt.